Manufacturer narrative:
Title: comparing needles and methods of endoscopic ultrasound-guided fine-needle biopsy to optimize specimen quality and diagnostic accuracy for patients with pancreatic masses in a randomized trial. Source: journal pre-proof to appear in: clinical gastroenterology and hepatology accepted date: 17 june 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed september 2019 and december 2019, patients found to have pancreatic masses during imaging were randomly assigned to groups from whom pancreatic tissue samples were collected using reverse-bevel, menghini-tip, franseen and gauge 22 fork-tip needles. The patient had post-procedure abdominal pain which required an emergency room visit.